Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The broach handle is no longer locking properly.

Manufacturer narrative:
Examination of the returned extra curved broach handle did not confirm the complaint. A functional check with multiple mating broaches found the complaint unconfirmed; the two mating instruments assembled, locked, and disassembled as intended. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.